Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: by prep. For surgery, the balloon burst. Not used on pt. Used other device for the procedure. No pt injury was reported.